Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 1 was not detected on the bus. A field service engineer (fse) logged in via bomgar, but the customer was unavailable, so troubleshooting could not be performed. In hardware test application (hta), the drawer and all sub drawers did not appear, indicating a likely failure of the drawer controller card(s) or the drawer control pyxibus module, as one bad card could short the others. Fse advised replacing all three cards. Later, the fse replaced the half height module controller and two drawer controllers. After reboot, the storage space was re-added and the device operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 was not detected on the bus and generated an error message indicating it was disconnected from the bus. When the user attempted to retrieve medication, the drawer was jammed and failed. The customer performed troubleshooting steps, including rebooting the station and attempting a drawer recovery, but these actions were unsuccessful and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 was not detected on the bus and generated an error message indicating it was disconnected from the bus. When the user attempted to retrieve medication, the drawer was jammed and failed. The customer performed troubleshooting steps, including rebooting the station and attempting a drawer recovery, but these actions were unsuccessful and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.